Event description:
A malfunction alarm occurred, identified as malf 9, and it did not cause an adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.